Event description:
It was reported that the armada 35xt 1.5x20mm balloon catheter crossed the lesion; however, an attempt was made to pressurize the balloon catheter but the balloon catheter could not be pressurized. There was no blood observed coming into the device but leakage of contrast media was observed from the guidewire port of the hub. A new balloon catheter was used for the procedure. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified